Event description:
It was reported that when the patient was in the sun for a period of time the implantable neurostimulator (ins) site begun to heat up. The heat sensation then transferred up the extension to their head causing parasthesias. The patient also had parasthesias at the device pocket. An impedance check indicated that all impedances were within normal range. The patient¿s healthcare professional stated there was no clinical explanation for this side effect. The patient¿s therapy remained efficacious, but the symptoms still persisted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0e6gu, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).